Manufacturer narrative:
Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported initially that the device was used for anastomosis. About 12 hours post-op, melena was confirmed. The bleeding was stopped with an endoscopic clip. Then, about six hours later, melena was confirmed again. At that time, electric coagulation was performed endoscopically. The device was discarded. Requested and received the following info: what was the original procedure being completed? It was the open lar. Were there any problems firing the device during the initial case? No, the device was used without any trouble during use. What was the quality of the issue in the area where the device was fired? The doctor commented that the tissue was fragile. Was the pt's hospitalization time extended as a result of the events? If so, please explain how long. No. What is the current status of the pt? The pt was getting well and there were no adverse consequences to the pt.